Event description:
On 03/09/2020, axonics was made aware of a patient having bacterial infection at the implant site. There were also symptoms of pain and redness at the site that began around (B)(6) 2019. The implant was explanted on (B)(6) 2019. Culture obtained at time of explant found pseudomonas and serratia bacteria.